Manufacturer narrative:
The device was received for evaluation. Visual inspection and function testing, including leak testing, clear passage test, torque testing and clamp function testing was performed. Particulate matter was noted as a dark blue fiber on the outside of the tubing. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter seen on the transfer set. This occurred before use for peritoneal dialysis therapy. The particulate matter was further described as dirt on an unspecified location of the transfer set. There was no patient involvement. No additional information is available.